Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported the implantable pulse generator (ipg) was unable to gain telemetry. The ipg was unable to communicate with the patient and clinician programmers. It appeared that the ipg was at end of service and the ipg was implanted on (B)(6) 2016 thus was a premature depletion. The implant physician states the ipg was flipping and had to be tacked down in a secondary surgery. Appears the ipg was still flipping and may have caused lead damage and early battery depletion. The patient had pain stimulator and experienced same issues with pain device flipping resulting in system damage. Troubleshooting was performed on (B)(6) 2017 where they were unable to gain telemetry with the ipg. Concluded that the ipg may be at end of service prematurely due to system damage caused by the flipping ipg. The patient was upset and was advised that they would come up with a clinical plan to resolve. The issue was not resolved. No surgical intervention occurred but a surgical intervention was planned. No further patient complications had been reported as a result of the event.